Event description:
It was reported that a remote transmission indicated high atrial lead threshold with a recent increase noted on the lead trend. In addition, there was far field r-wave (ffrw) oversensing on the electrogram. The sensitivity on the lead was adjusted and it remains in use. No patient complications have been reported as a result of this event.